Event description:
On (B)(6) 2012, it was reported that the product had most likely been disposed of after surgery. Attempts for additional information have been unsuccessful.

Event description:
On (B)(6) 2012, it was reported that the patient's neurologist felt that the increase in seizures was related to the generator fading; therefore, replacement was pursued. The physician was not willing to provide any additional information.

Event description:
Clinic notes dated (B)(4) 2012 indicated that this vns patient took ten to twelve ativan about a week ago (estimated (B)(6) 2012). The patient was very sedated and spent the weekend in the hospital. The notes stated that the patient had a few seizures, was doing better, and appeared to be returning back to baseline. The patient's seizure frequency was about the same on the date of the notes. The ingestion of medication was written to be incidental. A long discussion was conducted regarding safety and medications would be monitored closely at home. The patient's vns would be interrogated at follow-up. Clinic notes dated (B)(4) 2012 indicated that the patient's vns was interrogated and found to be near end of service. A battery life calculation on (B)(4) 2012 indicated negative results. Surgery occurred on (B)(6) 2012. Attempts for additional information and product return are underway.

Manufacturer narrative:
Analysis of programming history.